Event description:
Granulomatous reaction [granuloma]. Injection site ulceration [injection site ulcer]. Abscess [abscess]. Hypersensitivity [hypersensitivity]. Injection site nodule [ injection site nodule]. Case description: literature-spontaneous report was received on (B)(6) 2012 from an author regarding a (B)(6) female pt, initials unk, with cutaneous contour deformity. This report is from a literature article entitled ¿hyaluronic acid filler and intense tissue eosinophilia ¿ clinical complication report with unusual histopathologic pattern¿. The pt¿s medical history was significant for wrinkles in the glabella region. On an unspecified date, the pt was administered with unspecified MFR hyaluronic acid filler injection (route and dosage regimen not provided). The lot number of hyaluronic acid filler was not provided. After two weeks, the pt presented with hypersensitivity (erythema and oedema) which progressed to nodules and ulceration. On an unspecified date, the biopsy was performed which revealed material consistent with hyaluronic acid, surrounded by a granulomatous reaction and a large amount of eosinophils, forming true ¿abscesses¿ surrounding the filling material. The company assessed the events of injection site ulceration, granulomatous reaction and abscess as medically significant. The action taken with hyaluronic acid filler treatment was not provided. The event of hypersensitivity recovered in 2-3 days. The outcome for the events of injection site ulceration, granulomatous reaction, injection site nodule and abscess was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting author provided the relationship between hyaluronic acid filler and all the events as possible.

Manufacturer narrative:
MFR¿s comment: the benefit-risk relationship of product (hyaluronic acid filler) is not affected by this report. Report source literature description: journal: histopathology. Author: vilar an, ferreira acf, bohn j et al. Title: hyaluronic acid filler and intense tissue eosinophilia ¿ clinical complication report with unusual histopathologic pattern. Volume: 57 (s1). Year: 2010. Pages: 66-67.